Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. This complaint was investigated to the extent information was provided to coloplast. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information reported to coloplast on 09/25/2024 indicates that the patient continues to experience pain, abnormal vaginal discharge, frequency, dyspareunia, urgency and stress urinary incontinence. Reportedly, on examination there is scar tissue on the anterior forchette of cervix where mesh may have been removed, cervical prolapse, and cystocele. There was a plan for exam under anaesthesia but no confirmation that this occurred.

Event description:
Additional information received on 6/12/2023 indicates the patient was experiencing an abnormal vaginal discharge.

Manufacturer narrative:
Corrections: item number, catalogue number, UDI number, medical device name. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced device exposure, protrusion of the device, bleeding, infections, pelvic floor disfunction, pelvic pain, vaginal pain, dyspareunia, urinary urgency problems, scarring, and difficulty with daily activities. Patient had explantation of the device.